Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no video image" involving pentax medical video gastroscope model eg-2990k, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The user facility replied to a good faith effort request via email on 26-aug-2021 and stated that the event occurred during pre-inspection check. The customer owned endoscope was received by pentax medical for evaluation on 03-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician the image was bright and also documented the following inspection findings: passed wet leak test, passed dry leak test. Although the specific customer complaint of no video image was not observed, additional repairs are being performed for parts that could have contributed to the user experience. The device underwent repairs including the following components: o-rings and seals, pcb for ccd k2 pb-free/ntsc, electrical connector assy. Model eg-2990k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 09-sep-2021, a device history record (DHR) review for model eg34-j10u, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 16-jan-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 16-jan-2012. The endoscope was approved by final qc on 15-sep-2021 and was delivered to the customer under delivery order (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.